Manufacturer narrative:
Device evaluation of electrode belt sn (B)(4) has been completed. The reported problem (check therapy electrode messages) has been confirmed. Upon investigation the electrode belt failed a therapy electrode recognition test. The cause for the failure was isolated to an open pulse wire in the cable connecting the distribution node to ECG "b". There was no sign of external damage to the cable. The root cause for the open pulse wire could not be positively identified. No adverse event resulted from the open pulse wire. The patient received replacement electrode belt.

Event description:
A (B)(4) male patient called zoll customer support to report that he was receiving check therapy electrode messages. The patient was issued a replacement electrode belt.